Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient with a pre-operative diagnosis of infection, utilizing a rod holder device for implant removal surgery. It was reported that there was a suspicion of infection from the tlif surgery previously performed. All the implants were removed. Twisting force was applied when the rod was removed, and the product broke. There was no fragment remained in the patient's body. After that, a rod gripper was used for dealing with it. There were no patient symptoms or complications as a result of this event. There were no further complications reported or anticipated regarding the event. Update: the root cause of the infection was unknown. There was no problem with the using of implant products or the device.